Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the implantable cardioverter defibrillator's atrial set screw would not seat as it was stripped. The device was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Visual examination revealed that the atrial set screw was backed out from the set screw threads as a result of unscrewing the set screw too far and was the cause of the reported field event. When the screw was re-engaged with the connector block, it operated normally. The set screw anomaly was consistent with having occurred during the procedure.